Manufacturer narrative:
(B)(4). The device was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of the incident reported may be that a bypass of the advancer happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. In addition, the device locked out as intended but the orange indicator was visible at the 14th firing sequence thus, it over traveled. Please note that these finding are not related with the incident reported. It could not be determined what may have caused the incident reported.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was not fed into the jaw from the second firing. Another device was used to complete the case. There were no adverse consequences for the patient.